Manufacturer narrative:
Device 10 of 10. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion sets cannula bent events on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen. Patient treated it with by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.